Event description:
It was reported that the patients implantable pulse generator (ipg) was no longer taking a charge. The patient underwent a procedure wherein the ipg was replaced and the pocket was revised. It was noted that the patient did not like the location of the ipg. The patient was doing well postoperatively and the explanted ipg was not returned.